Manufacturer narrative:
There is no documentation to support a temporal relationship between the liberty cycler and the reported adverse event of death. The patient¿s death was most likely due a decline in health (specifics unknown), which lead to an inability to consistently perform pd therapy as reported by the pdrn on (B)(6) 2018. Additionally, the patient was given the option to transition to in-center dialysis (modality unknown) but refused. There is no documentation or indication any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or failing to perform as expected. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the patient¿s peritoneal dialysis nurse reported that the peritoneal dialysis patient was hospitalized for uremic symptoms starting prior to cycler problems. The nurse stated that patient is known for not being able to perform treatment consistently over the last several months due to decline in his health. The nurse also stated that patient expired on (B)(6) 2018. Reportedly the patient refused to transition to in-center dialysis (modality unknown), and without some form of assistance could not perform pd therapy. The patient rarely had any assistance and thus routinely missed treatments several times (exact number unknown) per week. It is unknown when the last pd treatment was completed prior to the patient¿s death.